Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that following a stenting treatment procedure, the patient presented with thrombosis. The index procedure placed a 2.5x16mm ion stent in the proximal to mid left circumflex (lcx) artery. Six days later, the patient underwent a staged procedure treating the right coronary artery with no complications. Later that night while still in the hospital, the patient experienced thrombosis of the 2.5x16mm ion stent located in the lcx artery. Treatment consisted of a thrombectomy, angioplasty, the placement of a non bsc 2.5x23mm stent distally overlapping the previously placed stent. Post dilation was performed resulting in 0% residual stenosis. The patient was on antiplatelet therapy at the time of the event. No further patient complications were reported and the patient status is stable.

Event description:
It was reported that following a stenting treatment procedure, the patient presented with thrombosis. The index procedure placed a 2.5x16mm ion stent in the proximal to mid left circumflex (lcx) artery. Six days later, the patient underwent a staged procedure treating the right coronary artery with no complications. Later that night while still in the hospital, the patient experienced thrombosis of the 2.5x16mm ion stent located in the lcx artery. Treatment consisted of a thrombectomy, angioplasty, the placement of a non bsc 2.5x23mm stent distally overlapping the previously placed stent. Post dilation was performed resulting in 0% residual stenosis. The patient was on antiplatelet therapy at the time of the event. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).